Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose level of 400 mg/dl. She also reported that the customer was getting insulin flow block alarm. She tried using different infusion set and it worked. She reported that the alarm did not occur during fill tubing. The customer was unable to troubleshoot at the time of the call. The cause of the issue was undetermined. The insulin pump will not be returned for analysis.